Event description:
It was reported that the clip could not open properly at the jaw after being activated during duodenal surgery under endoscope. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800014 was manufactured on 04/01/2018 a total of 288 pieces. Lot was released on 04/10/2017. DHR investigation did not show issues related to complaint. From the pictures attached was unable to be confirmed failure mode reported as "not opening", it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. P/n 543965 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73l1800351, samples were functionally inspected (fired) and issue reported "not opening" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. From the pictures attached was unable to be confirmed failure mode reported as "not opening", it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect.

Event description:
It was reported that the clip could not open properly at the jaw after being activated during duodenal surgery under endoscope. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Several more attempts were made , and no clips fired. The sample was disassembled to inspect the ratchet. Upon disassembly, it was confirmed that the ratchet ears are broken. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining to test, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no clips were remaining in the device. Since no clips could be tested, the reported defect could not be confirmed. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although the reported complaint issue could not be confirmed since no clips were remaining in the returned device, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not open properly at the jaw after being activated during duodenal surgery under endoscope. There was no harm to the patient.